Event description:
It was reported that patient complications occurred requiring additional intervention. A 1.75mm rotapro was selected for treatment of a target lesion located in the proximal left anterior descending (lad) artery. During the procedure, a flow limiting dissection was noted in the left main (lm) and the patient went into cardiac arrest. Ballooning and stenting of the proximal lad and proximal lm was required and the procedure was completed. The patient fully recovered and was stable post procedure.